Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at an unknown timing on an unknown date the dermatome did not open enough. It was necessary to open the dermatome to the maximum but the piece of skin obtained was small. There is no report of harm or delay. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speed was unstable, the control bar was out of position, the machine head was damaged and the unit was out of calibration; however, the repair was not completed due to no response on quotation for 60 days. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.